Manufacturer narrative:
Correction needed to state the patient felt discomfort in the b5.

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation resulting in discomfort. Alternative programming of the left ventricular (lv) lead did not resolve the issue. Capture thresholds were not excessively high but were not ideal. The lv lead was explanted and replaced successfully. The patient was recovering.

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. Alternative programming of the left ventricular (lv) lead did not resolve the issue. Capture thresholds were not excessively high but were not ideal. The lv lead was explanted and replaced successfully. The patient was recovering.